Manufacturer narrative:
The lead complained about was not returned for analysis. The report therefore refers only to the analysis results of the returned ICD. The returned ICD first underwent a status interrogation. The device status was mos2, and 141 charge processes had been registered. The memory content of the ICD was checked. The analysis of the available iegms showed interference signals in the ventricular channel, which led to several shock deliveries on (B)(6) 2018, confirming the clinical observation. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. There were no indications of a device malfunction. The production documents of the ICD and the lead were reviewed. All manufacturing steps had been carried out correctly. There was no indication of a material defect or manufacturing error.

Event description:
Ous MDR - after an implant period of approximately 92 months, oversensing with shocks was noted on the rv channel. This lead was capped and replaced.